Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced vomiting and high blood glucose level due to bent cannula. She faced this issue four times with her infusion sets. Therefore, she tried to treat it with corrective bolus but her blood glucose level went so high (572 mg/dl) which happened a day or two, that on (B)(6) 2020, at 03:00 am, she was admitted to the hospital with blood glucose level of 572 mg/dl. The patient stayed in the hospital for two nights. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.